Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were re-seated and the surge suppressor was replaced during the svc call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system would shut down on its own. No pt injury was reported.